Event description:
It was reported via post-market registry that the pump was inverted causing a kink in the catheter and lack of pain medication infusion. The patient did not experience increase in pain. The catheter was reported to be in good condition and located in the same position as it was previously. The patient recovered without sequela. The pump contained hydromorphone, bupivicaine, clonidine, compounded baclofen and droperidol.